Event description:
Customer has a couple sunken rooms in her home with ramps and supposedly she was going down one of them when she fell out of the chair.

Manufacturer narrative:
The device serial number is unknown at this time. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.